Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced a serious injury during a procedure in which manta vcd was used to close an arteriotomy. The serious injury necessitated surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta vcd instructions for use provides the following precaution: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events listed in the manta vcd instructions for use include: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's artery size measured 8.6 mm and had minor calcification. The tavr procedure sheath used was size 14f. The initial puncture for femoral access was reportedly made too high in the artery and deemed unacceptable for use. Manual compression was held on the site for a few minutes and access attempted again at a lower location in the same vessel. It was reported that after the tavr was completed, while closing the arteriotomy, the manta 18f vascular closure device (vcd) pulled completely out of the vessel. The patient underwent a successful surgical cut-down of the vessel for closure after the manta vdc failed to close the arteriotomy.

Manufacturer narrative:
As reported, an initial high stick to gain access was not suitable for the large bore tavr procedure, so manual pressure was applied to attempt to close the initial access, and then a second stick in a more appropriate location was gained. The IFU warns: "do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and / or recent (30 days) vascular closure device placement in same femoral artery." It is possible that by the time the collagen and anchor sandwiched, the anchor never seated and possibly caught and deployed in the tract close to the skin level. Applying tension may have forced the device to pull out from the puncture. A surgical cut down closed the access site following the pull out. The root cause of the device pull out or possible tract deployment remains inconclusive. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed, and this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The document history was reviewed, no non-conformities related to this event were found. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.